Event description:
It was reported the patient reported remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) alerts occurred due to the right ventricular lead oversensing noise. No changes or intervention was performed. There were no patient consequences.